Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" message on the autopulse platform (serial (B)(4)) was confirmed during archive data review but not during functional test. The investigation findings revealed that the root cause of the reported issue was due to a brake gap out of specification. Unrelated to the reported complaint, one of the top's cover wire strand was heavily frayed on the ap platform was observed during visual inspection. This type of damage on the ap platform can occur due to normal wear and tear. The damaged part was replaced. During archive data review, system error (latch error 139 - unable to hold compression position) was observed on the reported event date, thus confirming the reported complaint. Since, fault was found due to the drive train motor brake assembly air gap out of specification causing the brake to disengage. To remedy this fault, the drive train motor was replaced. The autopulse passed the initial functional test without any fault or error. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power up. No patient involvement.